Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumer did not consume enough food for the calculated amount of bolus delivery, leaded to a low blood glucose (bg) of 40 mg/dl. Additionally, due to needing volume settings adjustments, customer was unable to hear the alerts for low bg, further contributing to the documented low. Bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments and any future low bgs.